Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header was unable to fit the right atrial (ra) lead and the connector port at the header was found to be broken. The pacemaker was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of could not fully insert the atrial lead into the header due to a spring in the port was confirmed. Analysis revealed the a-contact spring was pushed out of the ring slot when the lead was inserted into the a-connector port. The spring was then pushed down into the tip of the connector bore while attempting to fully insert the lead. The spring down in the connector bore was now blocking the lead from full insertion into the connector. No epoxy was found to be gluing the spring loops together or found on the spring. The original diameter and shape of the spring is unknown since it is now distorted from being pushed down inside the connector bore. The cause of the problem of the spring dislodged out of the spring slot during lead insertion has not been determined. The connector port dimensions were normal. No device anomalies were found.